Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a hemorrhaging pau.  6 days later, the patient was brought back to the or for treatment of a suspected rupture at the same site treated during the index procedure. The physician did implant a non mdt stent graft as treatment but the patient expired.  The cause of death is the ruptured thoracic aorta. The physician reported the the radiologist had reviewed the scans that were performed  the day of the intervention and reported there was a type iii endoleak. The physician  said that during the intervention procedure, an angiogram was performed and the physician did not see any  leaks on the stent graft.  No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak and thoracic aortic rupture were confirmed on the films provided; however, the cause of the events could not be fully determined. Selective angiograms, including endoleak interrogation were not available to confirm the type of endoleak and rule other possible endoleak sources. Although type iii fabric endoleaks are unlikely to have occurred so soon after index, anatomical characteristics that could have caused a fabric tear (i.e. Calcification) leading to an acute type iii fabric endoleak were observed. A type IV endoleak due to fabric porosity cannot be ruled out also. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.